Manufacturer narrative:
Serial number: (B)(4). The investigations found: for 2 events: the service activities performed by the field engineering specialist resolved the issue. For 2 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation is currently ongoing. The follow up/corrective actions were: for 2 events: the field engineering specialist increased the cell rinse water volume, cleaned and flushed the sample probe, and made adjustments to the sample probe alignment. For 2 events: plastic particles were found in the cuvette, rinse nozzles, and rinse tubing. The flow path was repaired and cleaned. For 1 event: the follow up/corrective action is yet to be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Erroneous high results were generated by the cobas 8000 cobas c 701 module. The events involved a total of 26 patients with the following: 1 patient with erroneous crej2 creatinine jaffé gen.2 and ureal urea/bun results, 20 patients with erroneous crep2 creatinine plus ver.2 results, 5 patients with erroneous hdlc4 hdl-cholesterol plus 4th generation. For 16 patients the patients' ages ranged from (B)(6) to (B)(6). There were 9 females and 7 males.

Manufacturer narrative:
For the remaining event, the investigation determined that a hardware issue could be excluded. The investigation determined that the root cause is consistent with the sample being contamination by urine. No further issues were reported.